Event description:
It was reported that during a lower anterior resection procedure, at the seventh firing with a blue cartridge while on the colon, the surgeon felt that the knife returned prematurely. It is unknown if the surgeon had to extend the cutline or not. Also, there were several staples malformed at the distal end of the staple line. The case was completed by sutures and reloading the device with another blue cartridge. There was no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.